Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected: corrected: b1; b3; d1; d6b; d10; h6. The following sections were updated: b4; b5; g3; h2; h6; h11. H6: proposed component (annex g) code is mechanical (g04) femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient sustained a fracture of the femoral component and underwent revision surgery. Due diligence is complete as multiple attempts have been made however all available information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: unknown persona partial knee tibial component: catalog#ni, lot#ni; unknown persona partial knee articular surface: catalog#ni, lot#ni. G2: foreign: germany. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial partial knee procedure on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient sustained a femoral fracture and underwent revision surgery. Due diligence is in progress for this event; to date no additional information has been reported.